Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the power socket was broken. The field service engineer (fse) found that the surgery med-station had a physically broken power supply, which caused the station not to power on. The fse replaced the power supply and plugged it into the power outlet. The station successfully powered up. Diagnostics testing was completed, and the station was found to be fully functional. The customer tested and verified proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had orpx02 power socket was loose or broken. The customer stated that there was a delay in patient care there were no adverse events or injuries reported based on this event.